Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture was pulling off of the needle in surgery. They changed to another two in order to continue the surgery, and the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Testing of actual/suspected device investigation summary: the product was returned t for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two paper lids, two empty winding former, two detached needles and two suture pieces that pertains to product code vcp433h were returned for evaluation. In order to evaluate the conditions of the returned samples, the swage and attachment area were noted to be as expected. One suture pieces were still attached to the barrel needles. The ends of the sutures appeared to be cut. After further evaluation crimping marks were observed on the edge of the needles possibly caused by a surgical instrument. The functional test could not be performed due to the condition of the sample. The condition of the sample received indicates improper handling of the device. Testing of device from same lot/batch returned from user investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that two packets that pertain to product code vcp433h were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. Functional test was performed using instron equipment, and the pull force result were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-09781, mw # 2210968-2022-09785. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.